Event description:
Pt in complete heart block. Unable to use pacing mechanism on monitor. Pt had leads and pads in place. When the pacing module was turned on, everything was lost from screen. Another machine obtained.